Event description:
It was reported that an ilet bionic pancreas would not charge beyond 5 percent despite attempts with different chargers and locations, and replacement was determined necessary. The device was declared non-water-resistant and its functionality in question, with the user advised to maintain backup therapy and to sync data before shutdown. No adverse clinical effects reported. Outcomes included no impact to the user¿s health and no alerts or alarms. Investigation included troubleshooting and education with the user, verification of shipping information, and planning for return analysis of the device. Investigation of this case revealed a suspected hardware battery depletion issue. It was concluded that a replacement ilet was shipped and the original unit is pending return for evaluation.